Event description:
During implantation of a bilateral rod and screw construct, the surgeon tried to adjust one side. During the process the screws were stripped. The surgeon opted to cut the rod on one side and remove two (2) screws (manually), two (2) locking caps, and the rod. The construct on this side was not replaced. The procedure was prolonged approximately 20-25 minutes. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is for treatment, not diagnosis.(B)(4)

Event description:
This is report 5 of 7 for complaint (B)(4).